Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ needle broke. The following information was provided by the initial reporter: it was reported that the needle broke when trying to fill the cartridge. Caller reported his needle broke when trying to fill the cart. He is at a cottage and not home and doesn't have another needle. Caller inquired if there is another way to remove the insulin from syringe since needle broke and he doesn't have any more at the moment. Product with issue - caller unsure of needle type as he does not have packaging available as he is at his cottage. Was caller able to fill a cartridge with insulin? ¿ caller hung call up abruptly cts unable to gather further information. Cts advised caller to speak with hcp. Caller has another needle from old pump, cts provided needle sizes and types used. Caller may be able to use it to remove insulin from syringe. Customer understood and acknowledged. The manufacturer provided is based off customer word, but customer did not have packaging to confirm further information.